Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address the issue, "received assistance from emts [emergency medical technicians]"; nature of assistance was not provided, and went to the emergency room. Customer declined troubleshooting with tandem technical support and declined to provide further information.